Manufacturer narrative:
(B)(4). Evaluation of the incident (B)(4) foot pedal found it to function normally and within specifications. Additionally, the concomitant rp2 foot pedal and the forcetriad generator were found to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Event description:
The customer reported that during a laparoscopic cholecystectomy procedure when the surgeon inserted the laparoscopic probe and touched tissue, he noticed smoking inside the patient. He immediately removed the probe. The scrub assistant could very faintly hear a buzzing coming from the machine. The circulator checked the foot pedals for anything pressing down on them. Neither of the foot pedals were being touched. She picked up the yellow one and the buzzing stopped. With the instrument away from the patient, the surgeon checked the blue pedal by pressing down on it and it made the normal buzzing noise which was much louder then before. There was no injury to the patient.